Event description:
It was reported that the pump battery was unresponsive, despite being connected with multiple tandem cables for extended periods. No blood glucose information was provided, and there was no adverse impact to the customer's blood glucose level. Technical support arranged for the original device to be returned and a replacement pump, identified by serial number (B)(6), to be sent to the customer.